Event description:
It was reported the patient had a "continuous urinary tract infection since implant." It was stated the patient never had therapeutic effect, and reported pain in the hips and legs on the same side as the implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer 3037, (B)(4); lead 3889-28, lot # v471354.

Event description:
Additional information from the patient's health care provider (hcp) showed the patient had always felt appropriate stimulation. It was stated the patient had some retention with recurrent utis, but had showed improvement with more complete emptying and increased intervals between infections.